Event description:
It was first reported in 2009, a low pressure alarm was heard and air leaked from pilot balloon of the patient's tracheostomy tube. The customer replaced it with a new tube. This event is reported in 2936999-2009-00522. Later at approximately noon on the same day, air leaked from pilot balloon of the second 5.0pdc tracheostomy tube, and the patient was again re-intubated with an unspecified tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.